Event description:
I had a spinal cord stimulator installed for nerve pain in my legs. After the surgery, I began to have muscle spasms in my back surrounding the incision site. I asked my doctor if that was normal and he said yes, but that it would subside in a couple of weeks. After more than a month, the spasms continued and my doctor said it must be due to something other than the implant. The muscle spasms and corresponding pain have never gone away. I am in chronic pain. Doctors should fully explain this potential life-long side effect.